Event description:
It was reported that a patient underwent a complete pelvic floor reconstruction under general anesthesia+vaginal total hysterectomy+vaginal stump suspension+vaginal anterior and posterior wall repair+perineal old laceration repair procedure on (B)(6) 2024 and suture was used. During the procedure, the patient underwent surgery. During the surgery, the doctor used suture to fix the mesh. The suture broke during the knotting process. The doctor continued to use another three sutures from the same package to tie the knot, but the sutures still broke. Changed another one to complete the surgery and the patient was sent back to the ward. Because the sutures broke multiple times, the number of punctures for the patient increased, resulting in increased bleeding and prolonged surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep via phone today. * please provide lot number * was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. * how long was the delay? * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * was there any change in the patient¿s post-operative care due to the prolonged procedure? --please refer to the event description, other information requested is unknown.